Manufacturer narrative:
Bayer case number: (B)(4) severe fatigue to the point of no longer being able to work or have a social life [fatigue], not able to work [inability to work] , involuntary onset of sleep [sleep disorder] , very severe oral drynes [oral dryness] , severe memory disturbance [memory disturbance] , muscle and joint pain [arthromyalgia] , muscle and joint pain, sometimes preventing the patient from walking properly [walking difficulty] . Case narrative: this spontaneous case describes the occurrence of fatigue ("severe fatigue to the point of no longer being able to work or have a social life") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criteria disability, medically important and intervention required), impaired work ability ("not able to work"), sleep disorder ("involuntary onset of sleep"), dry mouth ("very severe oral drynes"), memory impairment ("severe memory disturbance"), arthralgia ("muscle and joint pain") and gait disturbance ("muscle and joint pain, sometimes preventing the patient from walking properly"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to fatigue, impaired work ability, sleep disorder, dry mouth, memory impairment, arthralgia or gait disturbance. The reporter commented: she is waiting for surgery. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Severe fatigue to the point of no longer being able to work or have a social life [fatigue], not able to work [inability to work], involuntary onset of sleep [sleep disorder], very severe oral drynes [oral dryness], severe memory disturbance, muscle and joint pain [arthromyalgia] & muscle and joint pain, sometimes preventing the patient from walking properly [walking difficulty]. Case narrative: this spontaneous case describes the occurrence of fatigue ("severe fatigue to the point of no longer being able to work or have a social life") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criteria disability, medically important and intervention required), impaired work ability ("not able to work"), sleep disorder ("involuntary onset of sleep"), dry mouth ("very severe oral drynes"), memory impairment ("severe memory disturbance"), arthralgia ("muscle and joint pain") and gait disturbance ("muscle and joint pain, sometimes preventing the patient from walking properly"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to fatigue, impaired work ability, sleep disorder, dry mouth, memory impairment, arthralgia or gait disturbance. The reporter commented: she is waiting for surgery. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.